Event description:
It was reported that the pump was not detecting the latch/lock and that the downstream occlusion seal was damaged. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. During the further inspection, the visual inspection found no issues. Functional testing was performed. The torn downstream occlusion (dso) seal was noted. The dso seal was replaced. The device passed all functional testing after repair.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify the reported problem. It was determined that the downstream occlusion sensor was the root cause and was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.